Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the cysto-nephro videoscope was sent back to olympus with the distal end of channel stripped down to the metal. The valve cap was not placed on unit during reprocessing. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the information provided from the investigation, the reported event was not confirmed. However, the probable cause was likely attributed to deviations from the reprocessing steps set forth in the instruction for use (IFU)l. A definite root cause could not be determined. Olympus will continue to monitor field performance for this device.